Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery. The power management tool confirmed power error 25 and low battery alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the batteries were lasting less than a day. The customer¿s blood glucose was unknown. It was reported that the last 3 batteries customer had inserted lasted only 1 day the first one and 4 hours the second one. The troubleshooting was not performed. The insulin pump will be returned for analysis.